Event description:
This lead was implanted on (B)(6) 2011. It was note that there was difficulty placing the lead due to heavy scarring of the heart tissue of the patient. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).